Event description:
A defective large volume pump display board with missing led segments caused a documentation error. The rate appeared to be 2.5 units/hour, but the actual rate was 2.92 units/hour. The number 9 on the channel was not fully lit, thereby leading to incorrect documentation of the infusion rate. There was no harm, and the patient received the correct amount of medication.

Manufacturer narrative:
The reported event involving a pump module ¿defective large volume pump display board with missing led segments caused a documentation error¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Manufacturer narrative:
The reported event involving a pump module ¿defective large volume pump display board with missing led segments caused a documentation error¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
A defective large volume pump display board with missing led segments caused a documentation error. The rate appeared to be 2.5 units/hour, but the actual rate was 2.92 units/hour. The number 9 on the channel was not fully lit, thereby leading to incorrect documentation of the infusion rate. There was no harm, and the patient received the correct amount of medication.